Manufacturer narrative:
The sling MFR is fine group fine group, (B)(4).

Event description:
It was reported to MFR as told by direct supply [dse] via the facility that the following occurred on the morning of (B)(6), per facility, pt fell forward, the resident sat up and the web belt pulled loose, she fell forward, face first. Pt needed nine (9) stitches to close lacerations over her eye. Her face was bruised and swollen. This is the second incident in two months involving the same pt and lift with this facility. The initial incident occurred on (B)(6), 2011; investigation revealed that improper sling selection contributed to the initial event. The second incident occurred on (B)(6), 2011. Investigation revealed that improper sling selection caused this event also. A second in-service was performed. No product deficiency is claimed.